Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported that o2 cell has been in use for about a year. The fse advised the customer to replace the o2 cell, calibrate it, and re-test. The customer later reported that they figured out the issue and that it's been resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device failed air flow accuracy testing. There was no patient involvement.